Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device not powering on was duplicated. Based on the investigation details, the likely cause was problems with the motor, driveshaft, and rotor bearing, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece would not power on prior to the start of a tooth extraction, and the case was delayed approximately 30 minutes due to a backup not being immediately available. The patient required additional anesthesia, and the procedure was eventually completed successfully with another device. There were no further adverse consequences reported.